Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2020-23130. It was reported that the patient presented for a revision procedure. Upon review, the right ventricular lead and implantable cardioverter defibrillator (ICD) exhibited high pacing impedance. The physician alleged that pooling of blood in the pocket led to the high impedance, wiped the lead and ICD header, and re-attached them. Patient condition was not provided.